Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported meter seems to be scorched. Caller stated meter smells like it is burnt. Caller stated the entire screen is black. No adverse event reported. Product was replaced and requested return of the alleged meter for evaluation.